Event description:
The customer called maquet, reporting that the light was being used and adjusted during a surgery when the cupola detached from the spring arm in operating room 8. No pt injury or death was reported. (B)(4).

Manufacturer narrative:
A maquet engineer visited the hospital and found the front pivot of the spring arm was broken. He removed the spring arm from the main arm, replaced it with a new one, and verified the unit was functional. This malfunction was previously addressed in the u.s. Through the device correction noted . Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.